Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that different areas on the band appeared slightly discolored from the blood with tears along the fabric. Damage to the silicone band was observed; cut with adjacent scratch. The cg band holder was not returned for analysis; therefore, an assessment against the reported broken ¿suture connecting the band to the holder¿ allegation could not be performed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure for this 32mm mitral annuloplasty band, it was replaced with a band of the same model. The reason for the replacement was reported as the suture connecting the band to the holder broke during the wiring process. It was stated that the annuloplasty product was not fully sutured and tested prior to removal. It was stated that the annuloplasty product had been inspected upon removal from the packaging with no issues noted. No adverse patient effects were reported.